Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient was at a department store and started shaking and feeling sweaty. A nearby woman noticed the patient turning pale and was able to grab her as she passed out. The woman happened to be a nurse and quickly assisted the patient by having her drink a (B)(6) soda and had her eat a chocolate candy bar. The patient declined to have the ambulance called and stated she was feeling better. The woman walked the patient to her care and the patient treated herself with 1 gluco shot. At the time of contact, the patient stated she was still improving and was feeling drained. No additional patient or event information is available. Data was provided for evaluation. A review of the data did not confirm the reported inaccuracies. A root cause could not be determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.